Manufacturer narrative:
(B)(4). D10: 42-5400-000-35, psn all poly pat ply 35mm, 67683440 42-5320-071-01, psn tib stm 5 deg sz e l, 67608544 42-5020-066-01, psn fem cr cmt ccr nrw sz 9 l, 67500552 42-5112-005-11, psn asf uc 11mm ply l 4-11 ef, 64831819. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad was found broken in the instrument tray. The surgical technique was utilized; there was no surgical delay or foreign bodies retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 . The event can be confirmed. Visual examination of the provided picture identified a broken / fractured impactor pad. The device shows signs of use such as scuff marks. The device history record was unable to be performed as the catalog and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.